Manufacturer narrative:
Product event summary: analysis confirmed the reason for return; a piece of plastic was found stuck in the upper side of the ventricular connector. A cable connector could not be locked. Analysis also found the cover ring attachment was cracked, the battery contacts were visibly contaminated, and all attachments were missing. It was noted the device passed incoming functional test.

Event description:
It was reported the ventricular connector was defective, the cable was loose. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.